Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de novo left anterior descending artery that was 95% stenosed. The lesion was pre-dilated. Then a 2.75 x 33 mm xience prime stent delivery system was attempted to advance but failed to cross due to anatomy and the proximal shaft broke. The device was simply removed. Another same size xience prime stent was then used but failed to cross the lesion due to anatomy. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects or clinically significant delay. No additional information was provided.